Manufacturer narrative:
H10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The go/no go check failed. Failure due to go gauge touching the heater tray on the front panel side. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification and teach pump. The simulated treatment post- accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The go/no go check failed. Failure due to go gauge touching the heater tray on the front panel side. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification and teach pump. The simulated treatment post- accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of a subcutaneous peritoneal leak. Per the patient¿s pdrn, the cause of the event(s) is unknown, therefore causality cannot be established. The patient has been transitioned to hd therapy until the root cause can be identified. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event(s). Given the lack of manufacturer evaluation of the suspect device, no discharge summary and no treatment data; there is insufficient evidence to disassociate the liberty select cycler from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving m65 scale reading error during treatment on the liberty cycler. The patient also mentioned not draining issues the fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. Upon follow up, the patient stated that they had a hospital emergency and ruptured the peritoneum. The patient is now emergency hemodialysis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient¿s peritoneum did not rupture as initially reported, but rather they experienced a subcutaneous peritoneal leak (specifics not provided). The patient transitioned to outpatient hd therapy until causality can be established. The pdrn stated the cause of the event remains unknown. Additional information was requested, however, to date not provided.